Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: unable to confirm or duplicate intermittent or delayed response on the ok button. Up/down/contrast/ok buttons all respond to button presses. The keypad was removed and contamination was present under the contacts of all buttons. Unrelated to this event, the display was observed to be faded/discolored upon start up and difficult to read. No improvement was observed when the contrast setting was increased to the maximum. The faded display was replaced with a test display, which was fully functional and illuminated with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the ok button is not responding well, but exhibits delayed response and scrolling . The pump is worn in a protective case and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.